Event description:
During fluoroscopy of aorta, physician noticed abnormal tip of catheter. Upon withdrawal of catheter, tip separated and remained in brachial blood vessel. A cut down was performed to retrieve tip segment.

Event description:
During fluoroscopy of aorta, physician noticed abnormal tip of catheter. Upon withdrawal of catheter, tip separated and remained in brachial blood vessel. A cut down was performed to retrieve tip segment.